Event description:
It was reported that a user contacted support stating the ilet was causing frequent low glucose readings and requested assistance with insulin sensitivity settings and possible device reset; the user reported a carbohydrate ratio of 30:1 and sensitivity of 60:1, and experienced a lowest blood glucose of 61 mg/dl for a couple of hours without alerts or alarms. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose in the form of orange juice and glucose tablets, without medical intervention or hospitalization. Investigation included troubleshooting and education with assignment for additional training. Investigation of this case revealed no device alerts or hardware complaints, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.